Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer stated that the insulin pump alarmed sensor error. Customer stated that she has ovarian cancer. Customer's blood glucose reading was 43 mg/dl. Replacement product is being sent.